Event description:
A surgeon reports that a pt complains that the quality of vision in their right eye has never been as good as the left eye. Upon examination, the surgeon reports seeing what they describe as small brownish impurities or deposits throughout the iol. Lens remains implanted.